Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that a ped3 pipeline vantage failed to open in the proximal section. During the first implementation of the pipeline the device opened up really well at the distal part but at the proximal part it didn¿t open, and even with different maneuvers still didn¿t opened, so the device was taken out to implanted another one with a different measure and then it worked out just fine. The proximal section of the pipeline was positioned in a bend. The pipeline was not stuck in a capture coil. Less than 50% had been deployed when it failed to open. The pipeline was resheathed more than 2 times. The pipeline was resheathed and removed from the patient with the microcatheter. The devices were prepared according to the instructions for use (IFU). The patient was being treated for an unruptured, saccular aneurysm in the left carotid artery. The distal lan ding zone was 3.2mm and the proximal landing zone was 3.6mm. Vessel tortuosity was moderate. No patient symptoms or complications were reported.  Ancillary devices: penumbra sheath, benchmark penumbra 071 guide catheter, microvention headway 27 microcatheter

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5) as found condition: the pipeline vantage braid was returned within the outer carton; inside of a biohazard bag and a shipping box. There was no pushwire returned with the braid. Visual inspection/damage location details: the distal end of the braid fully opened and no damage. The proximal end of the braid was not opened due to damaged braid. No other anomalies were observed. Conclusion: based on the returned device, the customer complaint was confirmed as the proximal end of the braid was not opened due to damaged braid. The cause of failure to open could not be determined. The damage to the end of braid is possibly the results of the physician re-sheathing the device more than recommended two times. Possible cause of failure to open includes damaged braid. Customer reported that vessel tortuosity was moderate. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.